Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped on (B)(6) 2016 during a routine generator change out due to high pacing lead impedance. The patient was stable post procedure.